Event description:
It was reported that when the programmer was turned on to check a patient, a black screen with different colored vertical lines was displayed. The programmer was powered on/off and the service disk used, but it still did not boot up properly. It was further noted the programmer was recently received back from service, and it is questionable if the save-to-disk works. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device powers up with multicolored lines on display. Display flex found damaged.